Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time, we therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that her daughter had been hospitalized on three occasions for high bgs. It was stated that the two times the high bgs were unexplained, and the third time was due to an accidental over bolus. The pump was not available for troubleshooting at the time of call.